Event description:
After 1 week of a successful stimulation trial, the pt was implanted with an implantable neurostimulator (ins). When the physician tried to program the ins, the ins was not detected. The physician suspected that he may have implanted the ins backwards, so he took the patient back to surgery. When the implant site was opened, it was verified that the ins was correctly implanted. Before closing the wound, they attempted a new programming session; after several attempts, the programmer displayed "ins power reinitialization occurred." They closed the ins pocket and successfully reprogrammed the device; re-entering the device info. The next day, they verified the system status with the physician programmer and there were "no incidences". It was unclear why the ins reinitialized. There was reported to be no pt injury. Following the event, the pt status was reported to be "normal".